Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic surgery, before use, the needle detached from the thread. Another suture from another lot was used to complete the case. There was no patient injury.